Manufacturer narrative:
The formatted history file analysis confirmed the pump error alarm for the motor arm not able to communicate with the main arm and the software error detected alarm were due to a software error. The pump was received with a cracked select button at the keypad overlay. The pump also had a minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm for the motor arm not able to communicate with the main arm twice. Customer also had software error alarms. Customer's blood glucose was 5.7 mmol/l. Customer was advised that the pump will need to be replaced and to discontinue pump use.